Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced immediate and persistent hazy vision, which was affecting her ability to read and the patient was depending on the reading glass for it. Additionally, the patient had also lost clarity of vision in color and sharpness. The patient also experienced inflammation at the incision site for which she was recommended with the steroid for four weeks after surgery and later it was extended to six weeks after surgery but still the inflammation persist. The patient had also experienced astigmatism post surgery.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).